Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was tested in unipolar configuration and noise was reproduced. The rv lead reprogrammed to unipolar configuration and no noise was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right ventricular (rv) lead was tested in unipolar configuration and noise was reproduced. The rv lead reprogrammed to bipolar configuration and no noise was observed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead was oversensing and had a high ventricular intervals on the sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.